Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller screen displayed a "system problem" message. It was reported that the controller was not working, keep seeing rm 03 and not able to charge the ins. The patient reported that the pain stim was not working. No patient complications have been reported because of this event.